Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from a donor foundation with no further information. Information identified in the manufacture's data base indicated the patient died approximately six months post the implant of the ICD system. Cause of death was requested and not received.